Event description:
A little over two years ago, I had a 6 month routine dr. Checkup of proper functioning of my implantable defibrillator. I experienced a burning pain sensation in my stomach and it traveled up my spine to the top of my head. I nearly passed out. Since then, I have had numerous testing before and after this experience and never had a problem. I seem to have developed a stomach condition and extreme upper sinus and inner ear condition as well as neck pain. Went to many doctors and they can't explain. Thank you (B)(6).